Event description:
It was reported that during a device check for the patient with this pacemaker the heart rated was noted to be around 40 beats per minute when the lower rate limit was programmed to 60. Technical services (ts) was consulted and provided a review of the presenting electrogram (egm), noting that there is atrial undersensing that is labeling the conducted beat as a premature ventricular contraction (pvc) and resetting timing cycles which can lead to the resultant time between atrial pacing and between ventricular pacing to be both long. Ts discussed reprogramming options such as making the right atrial (ra) lead more sensitive. This pacemaker remains in service. No additional adverse patient effects were reported.